Event description:
Healthcare professionals (hcp) reported a patient was injected with in the chin area with 1 syringe of juvéderm volux¿ xc. The patient experienced ¿pustulars near the areas injected. The patient also experienced redness and pain.¿ no further information was provided. Healthcare professionals (hcp) reported a patient was injected with in the chin area with 1 syringe of juvéderm volux¿ xc. The patient experienced ¿pustulars near the areas injected. The patient also experienced redness and pain.¿ symptom status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.